Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they had been trying to recharge the implant, but no matter how much they reposition they cannot get the implant to increment. Patient stated they kept trying to charge the implanted neurostimulator, but the implant slowly became not charging and got slower and slower to charge. Patient said they had fully charged the controller overnight, but this morning when they tried to charge their implant, the controller battery went down to 50% and the implant battery was not incrementing. Patient stated the controller shows the implant is charging at excellent quality, but still not charging. Patient mentioned they had tried resetting the controller, but that did not resolve the issue. Agent had patient reset controller by making sure no cords were plugged into controller, and removing and reinserting battery. Patient denied any rattling/shaking inside controller. Patient inspected recharger cord/plug but did not see any damage. Patient started a charging session of their implant and was able to start charging with excellent charging quality. Patient saw poor recharge quality at first, then was able to charge at excellent. Patient stated they have lost and gained weight, so they knew the implant positioning may have been off. Patient clarified the issue that was happening today, was that the green light would flash, but the controller screen just circle. Agent asked, patient confirmed they were stuck on looking for a device. Patient stated they were stuck on this state for 2-3 hours, and the implant was still low battery. The troubleshooting steps that were taken on the call resolved the issues, clarified as patient was able to get past looking for device screen right away and confirmed recharging excellent after resetting the controller. Patient will monitor and call back if the issue persists. Patient stated issues began end of march, early april. Agent redirected patient to healthcare provider. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.